Event description:
During follow-up on an alarm situation, a home patient's (hp) friend reported that the hp was hospitalized due to peritonitis. Follow-up with the hp's nurse (rn) revealed that the hp was diagnosed with peritonitis subsequent to severe constipation. The rn reported that the hp is extremely non-compliant relative to taking their stool softeners and laxatives. Reportedly, the hp was hospitalized 8 days and again 2 days later. The hp has now been transferred to hemodialysis due to their preference. Per the rn, no further information was available as the hp's charts had been transferred to the hemodialysis department.